Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned deployed and was deformed. The distal end of the stent delivery wire (sdw) was broken/fractured and it was kinked/bent. Functional inspection was no carried out due to damage. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush set up and maintained throughout the clinical procedure and the device was prepared as per the dfu. The device was returned and the damage noted to the device is indicative of the reported event. It is probable that the device was damaged during transfer into the microcatheter or during advancement through the microcatheter causing the reported friction. An assignable cause of procedural factors will be assigned to the reported and the analyzed events as the issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The stent (subject device) was returned for analysis and the device investigation revealed that the stent delivery wire was broken/fractured during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.